Event description:
There was no report of device failure or malfunction. The pt was undergoing a mitral valve replacement procedure. The pt had the catheters in place & approximately 2 minutes into cardiopulmonary bypass, the aorta was noted to be tense, & the pt's blood pressure decreased. A sternotomy was performed, & the aorta was directly cannulated. An aortic graft was placed. The intended mitral valve replacement was completed. The dissection appeared to originate distally & to have propagated proximally. There was no evidence for primary injury to the ascending aorta. Post-operatively, the pt did not awaken, & died approximately 48 hrs after the operation. An autopsy was refused by the family. Femoral cannulation was performed opposite the side used for a recent angiogram, which showed 1 area of irregular contour in the distal left iliac artery, but was otherwise normal.